Event description:
The customer reported via phone call that he jumped into the beach with the insulin pump on and received the motor error alarm afterwards. The customer was advised that the insulin pump was water tight but not waterproof. The customer's blood glucose was 190 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer explained that the insulin pump was submerged in water. The customer was unable to clear the motor error alarm. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on esc button. The insulin pump was unable to test for motor error alarm due to no button response. The insulin pump had moisture damage on the electronic assembly and corroded motor home switch. The insulin pump had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.